Event description:
It was reported that the patient had a damaged desktop charger cord. An email was sent to repair to replace the desktop charger. Patient said they noticed yesterday they could not charge their stimulators, the screen shows squigly pictures then goes dark.. Worked with patient to use their programmer to check their implanted neurostimulator (ins) battery levels and patient reported both inss were on ok and 100 percent charged, pt said they charge every day. Patient said they have tried unplugging and plugging the cord back in several times and the green light was on the ac power supply, the connection was secure and the white arrows were aligned. During troubleshooting patient and their spouse tried a manual reset of the insr by inserting a paperclip into the reset hole, and when they tried to charge an ins again the screen showed: charge the charger screen. The issue was not resolved through troubleshooting. Reviewed if the replacement desktop charger does not fix the issue, we can try to transition to the wireless charging system. Patient confirmed they would like to try the wireless transition. They sent email to the reps to begin the wireless transition. During the call pt also reported they've had external equipment replaced in the past.

Manufacturer narrative:
Analysis of 37761 (serial# (B)(6)) recharger found bent/ broken connector pins at the end of cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.